Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009390, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009390 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac 12, on 28/sep/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4j04018 was manufactured according to the wi version 27 and manufactured on the quickset line on 28/sep/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4j04019 was manufactured according to the wi version 27 and manufactured on the quickset line on 28/sep/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4j04020 was manufactured according to the wi version 27 and manufactured on the quickset line on 29/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j05017 was manufactured according to the wi version 42 and manufactured on the machines mp04, mp05 & mp08 on 27/sep/2024, with a total of (B)(4) units. DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. .